Event description:
Procedure type: esophagectomy. According to the reporter: the surgeon was not able to mate the orvil with the eeaxl device. The surgeon had to use his hands to mate them. After mating both devices, the case continued and was completed. The case was delayed 1 hour and according to the surgeon, the pt's esophagus was traumatized. No bleeding was reported.

Manufacturer narrative:
(B)(4).